Event description:
Drive medical have received a complaint from our customer about an incident involving a steerable knee walker allegedly distributed by drive medical. It is reported that claimant went to grab something while riding on the knee walker, her hand slipped off of the hand grip, causing her and the walker to fall to the side and broke her leg. The hme dealer had inspected the product and stated the hand grip was not loose and item does not seem to be defective. The dealer had replaced the walker as requested by the pt. This MDR report is based on the customer complaint.